Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 285 (mg/dl). Customer changed pump supplies and administered a correction bolus to treat bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.